Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician rotated the handle of the speedband device the band did not deploy. The physician cut the wire at the handle using an incisor to remove the ligator through the scope. The procedure was not completed. The patient's condition at the conclusion of the procedure was reported as "death." Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure in the esophagus performed on (B)(6) 2014. Reportedly, the patient had cirrhosis. According to the complainant, the patient was admitted to emergency room at 3pm due to gi bleeding. According to the physician, the medical team attempted to stabilize the patient from 3pm to 7pm prior to undergoing an intervention for the bleed. The patient was given octreotide as sclerotherapy. After stabilizing the patient¿s condition and vital signs, the physician attempted to treat a massive gi bleed with band ligation. During the procedure, when the physician rotated the handle of the speedband device the band did not deploy. The physician cut the wire at the handle using an incisor to remove the ligator through the scope. The procedure was not completed. The patient was then treated with a blood transfusion. The patient passed away at 9 pm on (B)(6) 2014. The physician attributed the cause of death to the gi bleeding with a comorbidity of uncompensated cirrhosis.